Event description:
Customer reportedly obtained results of 64mg/dl and 250mg/dl on the same device within 10 minutes. Customer reports eating after result of 64mg/dl. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.